Event description:
A nurse contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 6. The nurse stated the details of the error were unknown. The nurse thought the patient disconnected, causing the alarm. Gts suggested that the nurse let the patient's dialysis nurse know about the error. Product surveillance contacted the patient's dialysis nurse. No injury or medical intervention was reported. Product surveillance contacted the patient?s dialysis nurse. The nurse stated that she was contacted and informed that the patient was disconnected during therapy. The nurse did not know if the disconnection was intentional or unintentional or where it occurred during setup. It is unknown if the patient was reconnected to the set up after this disconnection. The nurse stated she was contacted again after the initial call and was informed that the home choice (hc) was alarming system error 2240. No additional information was available on sample availability or if anything unusual was noted with the supplies used.

Manufacturer narrative:
(B)(4).the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).